Manufacturer narrative:
Additional product codes include kra catheter, continuous flush dqe catheter, oximeter, fiberoptic dqo catheter, intravascular, diagnostic. A report is being submitted due to the findings of this returned swan ganz catheter. Report of balloon wouldn't inflate was confirmed. Balloon had leakage through a 0.06 inch long tear at the distal end of the proximal balloon bond. However, the balloon latex did not appear to match at the tear. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. The device history record review was performed and no manufacturing non conformances were identified associated to the reported malfunction. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established. This condition is under investigation and final conclusions will be determined. There are manufacturing controls to avoid potential causes related to the "balloon tears" malfunction as follows: quality visual inspection, manufacturing visual inspection as part of the packaging process, 100% of the units after balloon bonding step passes through a balloon inspection, balloons get inflated and deflated to assure the condition of it and a leak and flow test is performed, and deflation time check of the balloon is performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported before use the swan ganz catheter balloon wouldn't inflate when they were checking at pre insertion. There was no patient injury. The device is available for evaluation.